Event description:
The pt was in the hospital for a lung transplant and a PICC line was inserted. The pt was released from the hospital for ten days. The pt's spouse hooked up an IV every night and a home health care nurse changed the dressing weekly. The clinician removed the catheter in 2005 and identified a clot of blood on the end of the line. The clinician was not sure if the catheter had actually broken off in the pt. The clinician stated that the vein seemed enlarged. As a precaution nurse took pt to the hospital, emergency room, an x-ray of the forearm (radious ulnar) was performed and identified a portion of the catheter remaining in the pt. Surgical removal of the catheter was performed.